Event description:
It was reported that the pt presented to the hosp with arrhythmia, a CT scan was performed and an arm of the filter was found in the pt's right ventricle. That day the filter was retrieved; the physician attempted to retrieve the arm; however, all attempts were unsuccessful. The limb remained in the right ventricle and another filter was placed. Pt was reported to be stable but with arrhythmia and was placed on arrhythmia medications. Subsequently the pt underwent open heart surgery to remove the strut.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. The lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The investigation is currently underway. The user facility provided a copy of the voluntary medwatch report submitted to FDA. Although, the voluntary report indicates the product was returned to the MFR on 2/25/09. The unit has not been received for eval at the investigation site.